Event description:
It was reported via legal documentation that a patient had a right total knee arthroplasty on (B)(6) 2017, and then experienced a revision surgical procedure on (B)(6) 2023, approximately 6 years, 3 months after initial implant. There was no other patient/medical information provided. No x-rays or images were provided. The device will not be returned. There is no other information available.

Manufacturer narrative:
H10. D10. Concomitants - product information: (B)(6), 02-010-66-2003 - metaphyseal femoral cone, medium, h52mm; (B)(6), 201-78-82 - collar fixation pin 2pk 40mm, quick release; (B)(6), 02-012-60-1680 - tru stem ext 16mm x 80mm; (B)(6), 201-78-15 - holding pin mini sharp point 4 pk; (B)(6), 02-012-45-3030 - lgc tibial fit tray cem sz 3f / 3t; (B)(6), 200-02-32 - three peg patella 32mm; (B)(6), 02-010-06-0330 - tru cc femoral size 3 right; (B)(6), 02-012-60-1440 - tru stem ext 14mm x 40mm; (B)(6), 204-70-00 - tibial stem ext. Screw; 53217 203-96-42 - 11-4132 stryker sys 6 90x13/21x1.19. Pending investigation. There is no other information available.

Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. H6: corrected health effect, component, and investigation clinical codes.